Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable, remains implanted in the eye. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a patient who underwent bilateral intraocular lens (iol) implants. She is now experiencing glare at night, halos during the day, starbursts, and around the starburst are other lines. Further information provided states that the patient feels like someone has poured oil in her eye. Doctor did an yttrium-aluminum-garnet (yag) procedure, but it did not help. She does read as well as before, and feels her eyesight is worse, and eyes are glassy. Additional information received reported that patient has glaucoma that is under control. Her physician told her it might take longer for her to adapt, but it has been 11 months. She cannot sit in her kitchen because the lights overhead cause her to see halos. She sees halos with lines around headlights and traffic lights. She has had dry eyes before and after surgery. She uses preservative free drops and refresh optive. She would like to have the lenses explanted. No additional information was received. This MDR is for the right eye. A separate MDR is being submitted for the left eye.